Event description:
The patient reported that they have been sick for three weeks prior to the day of the report. They started to have a bloating feeling in their stomach and went around to their ribs. The patient lost 15 pounds in three weeks. The patient had blood work completed and a cat scan. The patient spoke with their healthcare provider and they did not think that it was related. The patient was implanted for gastrointestinal/pelvic floor. Additional information from the patient reported the bloating, weight loss, and the sick feeling had not been resolved, the patient noted they are getting a colonoscopy on (B)(6). The noted they are had a CT scan and endoscopy to try and resolve the bloating, weight loss, and sick feeling. The patient stated they do no know the circumstances that led to the bloating, weight loss, and the sick feeling. Additional information from the patient reported the circumstances that led to the bloating, weight loss, and feeling sick was diagnosis microscopic colitis. To resolve the bloating, weight loss, and feeling sick the patient had a biopsy of a colon polyp. The patient stated the bloating, weight loss, and feeling sick had not been resolved yet. The patient noted they got a prescription for prednisone on (B)(6) 2016. Additional information from the patient reported she had been very sick and had lost 35 lbs and for almost 3 months she went through testing and scans and an endoscopy and found that it was microscopic inflammation of the colon. The patient stated that she had been taking prednisone for the past 2 weeks and felt so good and she was feeling better and eating again. The patient stated that the device had been working well until she had gotten sick and now the device was working but not the way it should be because before she no incontinence and then all of a sudden she started having incontinence. The patient stated she didnt know if it was the device causing the incontinence or it was the prednisone medication. The patient stated that her anus was swollen. The patient stated that she had lost 35 pounds from being sick and she noticed that her implant had moved down to where its location looked like it was extremely low. The patient noted she feels stimulation lightly and therapy was on. The patient increased the amplitude and felt stimulation in the correct area. The patient decided to leave stimulation on 0.7 v because if she increased stimulation any higher it was too strong and it was comfortable at 0.7 v. The patient mentioned that the symptoms were sudden in onset.

Event description:
Additional information from the patient reported the circumstances that led to the microscopic inflammation of the colon and swollen anus had not been determined, the patient noted they had an x-ray of the device site. The patient noted they had not yet taken any steps to resolve the incontinence and swollen anus. The patient also noted they had the device implanted in (B)(6) 2016 and they had a bad fall in october. The patient noted they had incontinence of the bladder and fecal for 3 weeks. The patient noted they may have done some damage in the fall. The patient noted they did not want to give up their device, and it had worked well until they fell. The patient noted she had been ill since the end of (B)(6). They had tests and scans for 2 months. The patient noted they were hospitalized on (B)(6), dehydrated. The patient stated they were not able to eat. The patient fell on (B)(6). The patient noted the colonoscopy on (B)(6) found microscopic inflammation colitis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s microscopic inflammation of the colon/swollen anus was unknown. Diagnostic testing included a colonoscopy. The patient was to be re-evaluated in the clinic and was to see a specialist.

Event description:
Additional information received as patient reported that interstim worked great until they got very sick and lost 35 in 6 weeks. Since then, they had a return of symptoms and the feeling of stimulation felt like it was lower in their buttocks. Patient also reported that their ins showed more than it did before and they could practically pick up their ins. Patient became ill. Patient had microscopic inflammation in colon found a polyp/ took a steroid for 3 weeks. Patient had tests such as colonoscopy and brain stuff, everything.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they mentioned that by the end of (B)(6)after the first implant, their implant did not work and they experienced nausea and was unable to eat. In the interim, they went through 4 full months of diagnostic testing to no avail. After all this time, their gastro doctor found a poly p containing microscopic colitis. Not once did any doctor suggest that they had a colonoscopy. By now the stimulator was useless and absolutely no control of my bowels or bladder. They pulled all the tangled wiring out and replaced the stimulator.